Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an over-the-wire catheter exchange, as the catheter was inserted into the tunnel under the skin, the physician noticed a split in the catheter from the cuff to the suture wings. A new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the DHR review is not available because the corporate lot number is unknown. Investigation summary: based on the sample evaluation: one decathlon df 35 cm d/l catheter with surecuff was returned for evaluation. Visual and functional evaluations were performed. The investigation is unconfirmed for fluid leak (ext leak/break/split w/o embo), as no leaks or splits were observed during the leak test on the device. Since the problem could not be reproduced there is no root cause summary. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. PMA/510k device evaluated by MFR (result 1, conclusion1).

Event description:
It was reported that during an over-the-wire catheter exchange, as the catheter was inserted into the tunnel under the skin, the physician noticed a split in the catheter from the cuff to the suture wings. A new device was used to complete the procedure. There was no reported patient injury.